Event description:
Additional information was received from a consumer via a manufacturer's employee on 2021-feb-24. The patient reported that their catheter fell off of it inside their back and their back "ballooned up with meds and a whole lot of csf". It was noted that a dye study was performed and "all the dye molecules stayed in the pump".

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a drug partner regarding a patient receiving intrathecal prialt via an implanted pump. It was reported a week ago the patient had to have a rushed surgery due to swelling and pain. It was noted the catheter pulled away from the pump and the prialt was administered directly into the patient's back tissue. The catheter was leaking csf fluid at the same time. The patient's tissue was broken and split going toward their spin which required several layers of stitches. The neurosurgeon was unsure if the tissue would heal back. It was noted the patient's dose had fluctuated since they have been on prialt. It was noted when the patient woke up from surgery the dose was down to 1.25 because they wanted to titrate back up since it was in the patient's intrathecal space for so long. The surgery took place on (B)(6) 2020. The catheter was fixed and the procedure was outpatient with no hospitalization required.